Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that she did not get her vision back following cataract surgery with an intraocular lens (iol). A retinal exam was normal. She was diagnosed with posterior capsular opacification and a yag laser capsulotomy was performed. Approximately, 6 years after the iol implantation a corneal transplant was performed and approximately 6 years later a second corneal transplant was performed. No further information is expected.